Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03302. The patient received her scs system consisting of a lead on (B)(6) 2005 and an ipg on (B)(6) 2010. It was reported that the patient was experiencing sporadic stimulation and the physician determined that the lead was fractured. The physician explanted and replaced the ipg and lead on (B)(6) 2010. The devices were returned to the manufacturer for evaluation. No further information is available.